Event description:
During a laparoscopic-assisted vaginal hysteroscopy procedure, the trocar allegedly failed to retract. There was no lot number info available. A note has been added to the instructions for use to emphasize the proper handling of the product.